Manufacturer narrative:
Visual inspection: the unit has been modified to accommodate late model configurations with the installation of the mark 3 quick connect coupler assembly. This modification includes the coupler sleeve, lock nut, poppet assembly, poppet seal, and reservoir boss. The relief line, retaining strap, dust cap, button, locking ring, screws, supply cap, and vent cap are missing. The poppet stem and seal have visible hand tool marks. Incident repeatability test: the unit was coupled to a liquid oxygen fill source using a transfer line and male quick connect. Upon engagement, a stream of liquid oxygen was vertically projected from the female quick connect approx. 36 inches in height. This continued until the unit was empty. Functional test: the functional test could not be completed due to the condition of the female quick connect (see attached diagram, item c). Summary: the reported failure was duplicated during the incident repeatability test. This malfunction occurred due to the dislodged poppet seal in the female quick connect, lot code ak 3/84. The unit has not been repaired due to litigation. The unit has been put in quarantine.

Event description:
The home care provider reported that the following information was reported to them by a patient's son: after the son filled a portable unit from the linde reservoir, the quick connect froze open on the reservoir and dispelled liquid oxygen. The home care provider reported visiting the son, observing burns to the eye and face and recommending that the son seek medical attention. It is not known if medical intervention was sought. The mark ii was a product line that co purchased from union carbide in december 1985, and this unit was mfg prior to co's acquisition; thus, co does not have part and serial number information. The quick connect is a part that is replaced periodically, and thus the part in this unit would not have been the original part. Although makes replacement parts, there are also other mfrs who make similar replacement parts. At this time, co does not know if the quick connect in this unit was made by co or another MFR. Co does not have any information as to when this unit was last serviced, including inspection of the quick connect. However, the product manual for the linde 40# mark ii reservoir states that a physical inspection, including a check of the oxygen outlet fitting and vent connection, should be done routinely whenever an oxygen therapy unit is handled by the service representative.